Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device "won't work on paddles". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.